Manufacturer narrative:
Eval results: a visual inspection of the returned product shows one haptic is torn off into the optic of the lens. There is a small tear in the other haptic/optic junction. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated that the surgeon was inserting an aspheric collamer three piece lens model cq2015a and the lens tore. The surgeon removed and replaced the lens without enlarging the incision or suture. No pt contact.